Event description:
During a vaginal delivery, there were fetal decelerations. A vacuum assist device was used. The infant died two (2) days later. Autopsy showed subdural and subgaleal hemorrhages with non-depressed skull fractures.